Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the patient experienced the leakage at the site on (B)(6) 2026, after the set had been in use for one day. The patient noticed insulin leaking at the site and replaced the infusion set. No further information available.

Manufacturer narrative:
Patient city: (B)(6), patient country: poland.